Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical use when the issue occurred. Per the information collected, the wi-fi (led) indicator on the wireless footswitch was solid red and the battery indicator was green. The customer was using a wired footswitch. A philips field service engineer (fse) inspected the system onsite and confirmed that the wireless footswitch was not connected to the base station. The fse replaced the wireless footswitch (wfs) and the wfs base station to resolve the issue. The defective wfs and wireless base station were returned for further analysis. The tests determined that there were no issues with the base station and signs of wear in the wireless footswitch. The exact cause of this inability could not be definitively identified. Nonetheless, after the necessary replacements were made, the system was returned to use in good working order. The investigation determined that this malfunction is not connected to any field safety corrective action. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It was reported to philips that the wireless footswitch failed to connect. No harm was reported to philips. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received. Philips has started an investigation of this complaint.

Manufacturer narrative:
The event should not have been reported to FDA. The event occured after implementation of the correction 3003768277-06/23/2023-004-c, and thus the malfunction with the wireless footswitch would not cause or contribute to a serious injury. Specifically, philips installed new firmware, confirmed that a back-up wired footswitch was installed with the system, inspected the wireless foot switch, and provided an updated instructions for use of the system detailing the appropriate instructions on charging and handling the wireless footswitch. Accordingly, the user reported that even though the wireless footswitch may not have been operating it was able to successfully complete the procedure using the now mandatory back-up wired footswitch.